Manufacturer narrative:
The device was inspected by a service technician on site. It was not possible to replicate the reported failure. The device was tested and confirmed to be operating per manufacturer's specification. The evaluation of the logfile records also did not show any indications for a technical malfunction. The reconstruction of the case in question revealed that a leakage in the patient circuit has caused the reported restriction of ventilation as it has led to a loss of volume, pressure and fresh gas. The device posted corresponding alarms as "volume not attained", "apnea", "mv low", "apnea co2" and "fg low or leak" to inform the user about the situation. Based on the investigation results the case is assessed as non-reportable in retrospect.

Event description:
It was reported that the ventilator failred during use. There was no injury reported.

Manufacturer narrative:
The investigation is ongoing. Results will be provided with a separate follow-up report.

Event description:
It was reported that the ventilator failred during use. There was no injury reported.